Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Event description:
It was reported that the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted due a (B)(6) infection. The patient has endocarditis. The ra lead showed vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.